Manufacturer narrative:
UDI: (B)(4). One (1) viper2 straight cocr 480mm rod [product code: 1967-89-480] was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the rod fractured in half. The fracture analysis report indicated that the fractured surfaces exhibited minor scratches and smooth shiny areas indicative of two surfaces rubbing post fracture. This post fracture wear likely obscured fatigue striation marks. The existence of two surface morphologies implies that the fracture first propagated and then full failure/breakage (depression and peak) took place presumably when the strength of the remaining region did not have the strength to bear the load. No material defects or other abnormalities were observed in this analysis. A definitive root cause for the rod breaking cannot be positively determined. However, the fracture analysis report indicated that the fractured surfaces exhibited minor scratches and smooth shiny areas indicative of two surfaces rubbing post fracture. This post fracture wear likely obscured fatigue striation marks. The existence of two surface morphologies implies that the fracture first propagated and then full failure/breakage (depression and peak) took place presumably when the strength of the remaining region did not have the strength to bear the load. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The experienced senior surgeon have his second happening of a broken cocr rod in relation to an scoliosis operation on a (B)(6) girl. All the deformity correction was almost done, only small adjustments with in situ benders needed to be done when the rod broke off in two pieces, and the surgeon had to replace a new rod.